Event description:
Customer reported a cartridge leaking insulin issue with the leak at the o-ring, while in the filling cartridge process. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded a new cartridge and discarded the defective one, and technical support arranged a replacement cartridge via a goodwill order.